Event description:
It was reported that the balloon ruptured. A ranger sl drug-coated balloon 3.00mm x 150mm, 150cm was selected for use to treat peripheral arterial occlusive disease of the superficial femoral artery and popliteal artery. During the procedure, while inside the patient the balloon ruptured before reaching the nominal pressure. The procedure was able to be completed successfully using another ranger device without sequela.

Event description:
It was reported that the balloon ruptured. A ranger sl drug-coated balloon 3.00mm x 150mm, 150cm was selected for use to treat peripheral arterial occlusive disease of the superficial femoral artery and popliteal artery. During the procedure, while inside the patient the balloon ruptured before reaching the nominal pressure. The procedure was able to be completed successfully using another ranger device without sequela. Additional information was obtained that updated the lot number.

Manufacturer narrative:
Device eval by manufacturer: returned product consisted of a ranger sl drug-coated balloon from batch (B)(6). Visual inspection confirmed a horizontal tear was confirmed 8.3 cm from the distal tip. A kink was also visible 8.1 cm from the hub. No other damage was noted on the device.